Event description:
It was reported that before opening the package, the customer found a stain on the connector. No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Three (3) pictures were attach, during the analysis conducted it could be observed a top view of a circuit breathing inside of sealing packaging, one of them is made a focus an the connector where a stain is observed. Visual inspection results: the bag of the circuit breathing is sealed and a stain on a connector was detected inside of it; thus, the failure mode reports is confirmed. The occurrence of this failure condition could be caused by: unclean work station. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: gmdn: 37704; d3: mfg. Name: hythe; d4: UDI#: (B)(4) ; g5: (510k) nr: k002506; h4: dev mfg. Date: 17-nov-2021; d4: dev. Exp. Date: 06-nov-2024.